Event description:
It was reported by the customer's mother that the customer had a blank screen on the insulin pump. Customer's blood glucose level was 8.3 mmol/l. Customer was walked through how to rewind/prime for the insulin pump. It was found that the insulin pump had a sudden restart alarm and had scratches on the lcd screen. Insulin pump will be replaced due to physical damage. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. No blank display or display anomaly was noted. All operating currents were normal. No unexpected low battery or off no power alarm was noted during testing. The insulin pump passed the reset error test and self test. No error alarm or unexpected restart was noted. The insulin pump was received with minor scratches on the display window, cracked display window at the bottom right side corner, cracked case at the display window corners and a cracked reservoir tube lip. No damage was noted inside of the insulin pump.